Event description:
The patient contacted animas on (B)(4) 2012 stating that the ok keypad button required hard presses to elicit a response. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump under a garment and cleaned the pump with a paper towel. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #2 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The ok and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts and the ok button contact was found to be inverted. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
Death box was inadvertently checked and a correction was made to check the malfunction box under the investigation tab.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.